Event description:
A customer contacted beckman coulter (bec) to report getting low vacuum out of range errors on the coulter lh 500 hematology instrument when the customer noticed a leak that was contained on the right in the main diluter. The customer was unable to locate the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found the leak originated from the blue I-beam tubing at pinch valve (pv49). The fse replaced tubing and primed diluent which resolved the issue. The low vacuum errors were investigated and the low vacuum regulator was adjusted to optimal level when running a system test. Fse followed up the next day to verify that the problem was resolved. Failure mode for the leak is tubing at pv49. The failure mode for the low vacuum errors is the low vacuum regulator was not adjusted to optimal level. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).